Manufacturer narrative:
H10: a manufacturing review could not be carried out as there was no lot number provided. The device has been returned for evaluation; the evaluation confirmed material rupture. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2012x pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved one patient with no patient consequences. The patient¿s weight, age, and gender were not provided.

Manufacturer narrative:
The one device belonging to the one malfunction is expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2012x pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved one patient with no patient consequences. The patient¿s weight, age, and gender were not provided.